Event description:
It was reported that balloon detachment occurred. The target lesion was located in the left system. A 3.25mm x 8mm quantum¿ maverick¿ balloon catheter was selected and advanced to the target lesion. Upon inflation, the balloon could not be seen and when the balloon was pulled out, it was noted that the balloon portion was not attached to the shaft. The device was completely removed from the patient. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in 2 pieces. There was contrast and blood in the inflation lumen. The balloon was tightly folded. Microscopic examination revealed a complete hypotube separation 75cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were numerous kinks throughout the shaft and hypotube of the device. Microscopic examination presented no irregularities or damage to the bonds or welds. Microscopic examination of the balloon revealed that the balloon was attached to the outer shaft. The balloon was not detached as reported. There were no irregularities or damage to the balloon. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was not consistent with the reported information. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the left system. A 3.25mm x 8mm quantum¿ maverick¿ balloon catheter was selected and advanced to the target lesion. Upon inflation, the balloon could not be seen and when the balloon was pulled out, it was noted that the balloon portion was not attached to the shaft. The device was completely removed from the patient. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).